Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller on various steps, including delivering a bolus and loading a new cartridge, but the alarm recurred. As a result, customer technical support decided to replace the pump and original cartridge to resolve the issue. The caller was informed about return procedures and acknowledged the instructions.